Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that the patient faced an infusion set leakage event on (B)(6) 2026. Patient also experienced bleeding at infusion set insertion site and the site looked purple in color and now is bruised on (B)(6) 2026.